Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported left limb occlusion post 14 days from the initial implant, and the secondary endovascular procedure. The limb occlusion is most likely user related due to the malposition (twisting) of the left limb at the implant. Procedure related harms for this complaint could not be determined. The final patient status was reported to be in a stable condition. Devices remain implanted in the patient; therefore, a device evaluation will not be completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately 14 days post procedure the patient presented with an occluded left limb. Re-intervention was completed successfully with implant of an ovation ix iliac limb. Patient is doing well.